Manufacturer narrative:
The patient actually works at (B)(6). This is not the facility where the device was placed but it is the facility where the 3 unsuccessful retrieval attempts occurred. (B)(4). The event is currently under investigation.

Event description:
After placement of a gunther tulip femoral vena cava filter, the patient has been experiencing stabbing excruciating pain from her hip to the other side of her thigh (right upper groin). She is taking extended release oxycontin and having trouble sleeping because of the pain. The patient has had three unsuccessful filter retrieval attempts. According to the patient, the oncologist thought that the pain might be caused by the filter and other physicians she has spoken to have wondered if the filter might be the cause of the pain.

Manufacturer narrative:
Investigation/evaluation: during the course of the investigation, a review of the complaint history and device history record of the product was conducted. There is no evidence to suggest that product was not manufactured according to specifications since no imaging was received, the evaluation is based on the description solely. Without the returned complaint device or the images, the root cause for the pain and unsuccessful retrieval attempts cannot be determined based on the event description. We will continue to monitor for similar complaints.

Event description:
After placement of a gunther tulip femoral vena cava filter, the patient has been experiencing stabbing excruciating pain from her hip to the other side of her thigh (right upper groin). She is taking extended release oxycontin and having trouble sleeping because of the pain. The patient has had three unsuccessful filter retrieval attempts. According to the patient, the oncologist thought that the pain might be caused by the filter and other physicians she has spoken to have wondered if the filter might be the cause of the pain.